Event description:
The affiliate reported that after implantation, it was found through radiology that the stepping motor was dislodged from the base plate. As a result, the valve was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information provided by the affiliate explained that in 2005, the device was implanted via v-p shunt. On (B)(6) 2013, it was found through the radiography that the stepping motor was dislodged from the base plate. Since no cerebral ventricle reduction would be seen to the patient, the doctor decided to ligate the catheter of the valve and left it in the patient. He implanted another valve (82-3100) in the other side of the cerebral ventricle. The pressures of the original and second valves were both 130mmh2o.